Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file - no malfunction or serious injury. Investigation results: visual investigation: the shank broke on the connection side. The fragments have been analysed visually. Besides the breakage, the shank is in a used but good condition. The shank broke at the welding joint between connection and shaft. There is no indication for a material or welding error at the breaking point. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible.. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gp586r - elan 4 shank f/saw blade m transvers.95. According to the complaint description, the shaft of the device broke during surgery. The use was discontinued because there was an unusually large vibration during the surgery. When the customer checked the shaft, it was broken at the root. Used at 20,000 rpm. There was no described patient harm. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). .